Event description:
Customer reported her blood glucose has been high lately and she has received several no delivery alarms. Customer did not want to troubleshoot for the no delivery alarms because she was certain they were causing her highs. Customer's blood glucose is 400 mg/dl. She treated with a manual injection. Customer disconnected and ran a fixed prime. Insulin exited the tubing. The cannula was not bent. Customer reinserted the reservoir and ran a fixed prime. Insulin exited the tubing and there was no alarm. Customer was advised the infusion set may have been occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).